Event description:
On 6/17/93 device was implanted. On 7/27/94 the right cylinder was revised. On 8/13/96 the pump was removed from the pt and replaced because the pump was defective-crack in tubing from reservoir at pump.